Manufacturer narrative:
(B)(4). Batch # unknown product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device cdh21a lot number u40g12 and no non-conformances were identified.

Event description:
It was reported that during the gastrointestinal surgery, after fired, noted that the tissue was not cut completely. Immediately stopped using the device and then manual resection of the cutting edge tissue and completed the procedure. There was no patient consequences reported. No additional information could be provided.